Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
During a right shoulder arthroplasty, the pin of the glenosphere inserter backed out and fell into the patient and was removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of a fractured or disconnected component. Inspection of the device shows wear that would suggest regular use of an impactor. Impact marks along base consistent with use were observed. Scratches along prongs on base, end of threaded handle, and end cap. The pin was not returned with rest of complained device which confirms the displacement of the pin. Review of the print for the device indicates the pin is to be welded into the hole of the threaded handle. This weld has failed as observed by the damage to the hole. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.